Manufacturer narrative:
Investigation conclusion: the manufacturing records were reviewed and determined that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine, though most likely consumer procedural errors led to conflicting results. Source: phone.

Event description:
Customer reporting conflicting qv sars otc test results. First test produced a positive result, the 2nd test produced a negative result. Through investigation it was found the customer read the results outside of the 5 minute read window and did not follow directions on removal of excess liquid from swab and swab insertion depth.